Event description:
Customer called to report issues with replacement insulin pump. Customer stated that the pump is not delivering insulin. Customer reported that she is experiencing high blood glucose levels. Customer stated that the piston is not in the reservoir pushing out the insulin. Customer was able to rewind the insulin pump. Customer stated that the piston stopped twice during the priming process. Customer's blood glucose reading was 489 mg/dl. Advised discontinuation of the insulin pump and revert to back up plan per health care professional. Product is being returned.

Manufacturer narrative:
Testing of the insulin pump showed that it was functioning properly and passed all functional testing. However, an unexpected motor noise anomaly was noted during rewind due to faulty motor. No cosmetic damage noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.